Event description:
Event description guidant received information that this left ventricular lead was explanted due to high impedance measurements. The lead was suspected to have a fracture in the subclavian or suture sleeve area.